Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that tether of the ureteral stent broke off during the removal procedure in the clinic. It was unclear how the physician was able to remove the stent but all parts were able to be removed and there was no harm to the patient. There was no report of an additional procedure.